Manufacturer narrative:
It was reported that at the start, the introducer and cap were separated from the start, and this makes them unusable. No harm to any person was reported. The failure was detected before use and the product was not used for treatment. The product was investigated at the maquet cardiopulmonary gmbh laboratory on 2026-01-21. The laboratory investigation of the returned handle (griff) & introducer revealed an inhomogeneous glue distribution inside the gluing area, with only minimal glue residues visible under uv light. Based on the observed condition, the most probable root cause for the separation between handle and introducer shaft was identified as a manufacturing-related bonding deficiency at the glued interface. Based on the investigation results, the most probable cause was found as related with lack of glue application - manufacturing. A non-conformity record #(B)(4) has been initiated in scope of this specific complaint on 2026-01-28. All further actions will be taken within this non-conformity record. Since the most probable cause has been found as a production related failure, and all further investigation will be performed within nc #(B)(4), a DHR review is not feasable. Further, the review of scrap, rework, enhancements and design changes were performed an no abnormalities was found in regards to the reported failure. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results, complaint could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).

Event description:
Complaint #(B)(4).

Manufacturer narrative:
More information has been received on 2025-11-24 as the failure was detected before use / before insert. A follow-up medwatch will be submitted when further information becomes available.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that at the start, the introducer and cap were separated from the start, and this makes them unusable. No harm to any person was reported. It is unknown at this moment at exactly when was the failure detected, and therefore as the failure could be also occurred during insert, the complaint is reportable. Complaint (B)(4).